Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06545. It was reported that the left ventricular (lv) lead was capped and replaced on (B)(6) 2014 along with device explant for unknown reason. Further information requested but not yet available.